Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio examined the removed therapy connector assembly and determined that the cause of the reported issue was that both high voltage sockets were missing the pressed inner sleeve. This led to the constant "connect electrodes" message.

Event description:
The customer contacted physio-control to request service on their device. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that defibrillation therapy was not possible and that the device gave a constant "connect electrodes" message.